Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set site fell off twice. Blood glucose (bg) was 300 during the first event and 560 during the second event. An insulin pen was used to lower the bg. A new infusion set site was inserted. The type of infusion set could not be recalled.